Manufacturer narrative:
Insulin pump received with minor scratched display window, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window corner and cracked battery tube threads. The reservoir does not stay locked in place properly due to broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported via phone call that the reservoir would not stay in place. Customer's blood glucose was unknown. Customer used the tape to hold the reservoir inside the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.